Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-07130. It was reported the patient experienced ineffective stimulation. Also, the patient's ipg was unable to switch to MRI mode. System diagnostics revealed high impedances on the lead. In turn, the scs system was explanted as per patient's request.